Event description:
Pt initially had knee arthroscopy with meniscal repair on 07/12/96. Pt re-admitted to hospital on 07/12/96 with infection and joint fluid in left knee. Debridement performed on 07/29/96 and discharged on 08/10/96 after IV antibiotic therapy.

Manufacturer narrative:
H6- finished goods sterility testing on the samples of the above stated product code and batch number returned was completed with all sterile results.

Manufacturer narrative:
Sample of material in quesation curretnly undergoing sterility testing. Upon completion of testing, supplement will provieded with applicable evaluation codes.